Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated alert 38, indicating consecutive stalled motor, and was prompted to restart multiple times, restarted the device several times, experienced hyperglycemia up to 300 mg/dl for an estimated three hours, and transitioned to backup subcutaneous insulin while a replacement device was arranged. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of intended insulin delivery, use of backup therapy, and replacement of the device with instructions to shut down, return the original unit, and reinitiate setup on the replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.